Event description:
It was reported that a red alert was received for a high, out-of-range shock impedance measurement (>125 ohms) from this right ventricular (rv) lead. Technical services (ts) was contacted and discussed that beyond the impedance alert, the remaining lead trends were stable and in-range. Ts provided potential options to assess the rv lead integrity, such as provocative isometrics and commanded shock testing. The recommended maneuvers were performed which did not show any evidence of over-sensed noise, but there was some noise present in the shock electrocardiogram. The physician elected to reprogram the shock sensing vector and the impedance was in-range (78-85 ohms). It was stated that the physician is continuing with remote monitoring. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.